Event description:
It was reported that the right ventricular (rv) lead exhibited noise on the ventricular high rate (vhr) episode. The patient had a syncopal episode but does not correlate to vhr episode time. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2008 (B)(6). (B)(4).